Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and determined that the system's inability to boot was caused by an issue with the managed gigabit ethernet switch. To address the problem, a philips authorized service provider replaced the switch. Furthermore, a review of the system log file revealed that the system had repeatedly failed to start completely. Following the replacement, the system was restored to normal operation and returned to service in good working condition. The codes have been updated based on the investigation's outcome.